Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified shunt in a vein. A 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was initially inflated at 20 atmospheres; however, on the second inflation at 22 atmospheres for 30 seconds, the balloon ruptured. The device was pulled out and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.